Event description:
During insertion, the capsule bag was observed torn. Surgeon felt torn haptic caused the tear in the capsule bag. A vitrectomy was performed. Unk if the product caused the capsule tear.